Event description:
Dexcom g6 system sensor error and sensor failure. Sensor code 9311, insertion (B)(6) 2020 9:57cm; failure at 11:55 pm (B)(6) 2020. Transmitter sn (B)(4), activated (B)(6) 2020, sw 2.18.2.98, battery status "ok", receiver pn mt24078 rev. 15, sn (B)(4), battery life 84%. Receiver located 2 ft from transmitter. Sensor produced 5 succeeding readings from blood sugar level of 145 down to 41, over 30 min period, then failed completely producing no readings. Sensor failure occurred previously at 6:21 pm (B)(6) 2020 lasting approx 45 mins. This is the third consecutive premature failure of a sensor from this same batch and with the same code (3 sensors all failed prematurely). Previous sensors' failure mode was identical, rapidly declining readings resulting in low blood sugar alarm. Treatment decision was misinformed by undetected sensor error and resulted in hyperglycemia. FDA safety report ID# (B)(4).